Event description:
It was reported that pump displayed malfunction code, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. The customer reverted to an alternate method of insulin therapy.